Event description:
The customer reported that the device power shuts off immediately with no message or alarm. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. Once the investigation is completed or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows:(B)(6). Health effect impact code: no adverse event; no patient impact h3 other text : device not returned to the investigation facility.